Event description:
Complainant alleged that medics reponded to a call for an elderly pt in cardiac arrest. Upon arrival to the scene, the pt was found to be pulseless and unconscious. The pt was monitored with ECG leads, the leads were removed to place the electrode pads onto the pt. The device then displayed a "poor pad contact" message. The electrode pads were checked for proper adherence and connection to the device. The device was then able to obtain an ECG rhythm, and the pt received a delivery of 120 joules. The family advised the medics that the pt had a do not resuscitate order, and treatment was ceased. The pt expired due to the not resuscitate order, and not as result of the reported malfunction.